Event description:
Medtronic received a report that the stent was damaged during the procedure. It was indicated the surgeon normally flushed the stent and then delivered it. After the stent was in place, it was planned to open the straight segment of the middle cerebral artery and pulled it back to c7. The catheter was withdrawn to expose 7-10mm of the tip of the stent and waited for 30 seconds, the stent opened. Then the stent was slowly withdrawn and found that the stent had fallen off a little, so the surgeon retrieved the stent into the microcatheter. The planned in-situ deploy was not pulled back, and there were more rivets at the tip. Like with previous operations, they opened the stent 7-10mm, waited, and found that the tip of the stent was not open, gently retracted the small wings on the top, and withdrew the microcatheter. It was found that the tip of the stent was in the shape of a fish mouth and never opened. Attempted the retrieve again found the stent stuck in the tube. Considering the safety of the operation, the stent and the catheter were withdrawn to the outside of the body, and it was seen with the naked eye that the burr at the tip of the stent was serious. The stent and tube were replaced with new ones, and the operation ended successfully. There was no resistance encountered during the procedure. There were no patient symptoms or complications associated with the event. The patient was undergoing aneurysm treatment. The patient's vessel tortuosity was moderate. Ancillary devices include: a puncture sheath, a8+6f guiding catheter, a echelon14 and a phenom27 microcatheters, a syncro14 guidewire, and qc25-50-3d, qc22-40-3d, and a qc20-40-3d coils. Additional information was received indicating the distal end of the pipeline did not open, and after processing, it was not fully opened. A fish mouth shape occurred with the pipeline. The pipeline had not been placed in a vessel bend when it failed to open, the pipeline was placed at the level of the m1 middle cerebral artery. The microcatheter was withdrawn and the stent was recovered. The tip of the catheter was slightly lifted to the small wing, and then continued to deploy 8-15mm, and it was opened after a sufficient wait but the opening was not sufficient.

Manufacturer narrative:
Event related to regulatory report: 2029214-2022-00256 product analysis: as found condition (condition of returned device): a pipeline flex embolization device and a phenom-27 catheter were returned for analysis within a shipping box and within a resealable plastic biohazard pouch. Visual inspection/damage location details: the inner diameter (ID) of the phenom-27 microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline flex embolization device instructions for use (IFU): ¿the pipeline flex embolization device is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter. Therefore, the phenom-27 micro catheter was found to be compatible for use with the pipeline flex embolization device. The phenom-27 catheter was returned in two segments but retained by the pipeline pushwire. The pipeline flex was returned within phenom-27 catheter and found to be extending ~42.4cm from distal segment distal tip. The phenom was found to be returned in two segments. No damages were found with the phenom hub. The total length of phenom separated proximal segment was measured to be ~154.0cm. The total length of distal separated segment was measured to be ~6.1cm. The useable length was unable to be measured due the catheters damaged condition. No damages were found with the distal tip. Testing/analysis (including sem reports): the phenom-27 catheter was unable to be used for resistance testing due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as both braid ends were found to be opened. It is likely the failure to open is the result of re-sheathing the device more than the recommended two times. Based on the device analysis and reported information, the customer¿s report of ¿pipeline damaged during delivery/retrieval¿ was confirmed. However, the root cause could not be determined. Possible causes for ¿pipeline damaged during delivery/retrieval¿ include re-sheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance and deploying/re-sheathing braid against resistance. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed; however, the root cause could not be determined. Possible causes for ¿catheter resistance¿ are continuous flush rate too low, catheter or delivery system damage or insufficient delivery system hydration. If information is provided in the future, a supplemental report will be issued.